Manufacturer narrative:
The returned pt sample was tested on the dade dxi and triage cardiac panel retains. Product support observed tni on the returned pt sample to be <0.05 ng/ml when tested on the triage cardiac panel and 0.07 when tested on the dade dxi. Unable to reproduce alleged fp on returned sample. Review of manufacturing calibration data for lot showed results within specifications. No corrective action required as no product deficiency was established.

Event description:
Alleged false positive troponin I result on triage cardiac panel. Customer ran patient and got elevated troponin (tni) result that did not reproduce. Ran pt and got tni of 0.12. Repeated same device and result was 0.06 or <0.05. Ran same sample on second device and got <0.05. Pt would have been admitted if testing of the device had not been repeated. Nothing unusual about the sample or the pt's health. Falsely elevated tni results may lead to invasive procedure or medication.